Manufacturer narrative:
A follow-up report will be submitted once an investigation is conducted or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, who is blind and partially deaf, reported the librelink application on the (B)(6) would not scan the adc freestyle libre sensor. On (B)(6) 2020, the customer had lost consciousness and was able to self-treat with glucose. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer, who is blind and partially deaf, reported the librelink application on the iphone 7 would not scan the adc freestyle libre sensor. On (B)(6) 2020, the customer had lost consciousness and was able to self-treat with glucose. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported being unable to scan the libre sensor using the librelink app for ios. Based on the provided case information, the user had been logged out of the librelink app and the device was asking for the user's apple ID. The account can be signed out if a new terms of service or privacy notice is rejected by the user, and the user will need to sign in again to use the app. The user did not know the account credentials. There was no issue identified with the librelink app itself, and the user can continue to use the app after resetting the account password using libreview and signing into the app. Therefore, this complaint is not confirmed.